Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient whose blood flow to knee was cut off, could not walk, necrosis, swollen knee and knee pain after receiving treatment with synvisc one for torn meniscus (off label use). Although, the role of synvisc one cannot be ruled out based on the device-event temporal relationship; however lack of info concerning patient's medical history and concurrent conditions precludes comprehensive assessment of this case.

Event description:
This unsolicited device case was rec'd from united stated on (B)(6) 2013 from a patient. This case concerns a (B)(6) female patient whose left knew was swollen and painful, developed necrosis as a result of blood flow to knee being cut off and she could not walk following treatment with synvisc one. Relevant medical history included torn meniscus ((B)(6) 2012) and arthroscopy. No past drugs, concomitant medication or concurrent conditions were reported. On an unspecified date in (B)(6) 2012, the patient rec'd treatment with synvisc one injection at a dose of 6 ml, once (route, batch/lot number and expiration date unknown) into left knee for torn meniscus (off label use). After about a week, the patient felt like her treatment was helping and her knee was feeling better. Later, on an unspecified date (around one week later), the patient's knee became swollen and was painful. It was stated that the patient was carried to the emergency room as she could not walk. The patient was admitted to the hospital and stayed there for five days. The patient's healthcare professional (hcp) told her that she developed necrosis as a result of the blood flow to the knee being cut off (ischemia). The patient wondered if it was from severe swelling. Subsequently, the patient underwent total knee replacement and it took her about five months to recover. Her hcp told her that "it would be more difficult recovery because of the necrosis". Corrective treatment: total knee replacement for the event of necrosis. Outcome: the outcome for the events of "blood flow to knee being cut off", could not walk, necrosis, left knee swollen and left knee pain was not provided. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.